Event description:
Caller reported alarm 2 followed by alarm 26 due to an occlusion event that occurred earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by restarting the pump and resuming insulin delivery. Technical support advised the customer to contact them for support if recurring occlusion issues occur, which the customer acknowledged.